Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. No UDI information is available; the customer did not provide the device's serial number. H3 other text : the device could not be evaluated because the serial number of the affected device was not provided by the user. Without device identification, the manufacturer was unable to locate or inspect the specific mattress involved in the event.

Event description:
Arjo was informed about an event related to the nimbus professional mattress. According to the customer, the patient fell from the mattress and was found on the floor in their room during sleep. No injury was reported. The customer also reported that the mattress appeared unevenly inflated on one side. The patient was reported to be leaning to one side. It was stated that the pump was operating normally.